Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 22gx1.00in insyte autoguard device from lot number 4030766. Your reported issue of the safety mechanism not engaging could not be confirmed from the used needle that was received from a 22g insyte autoguard unit. The needle was received fully retracted within the shield. There were no damages identified on the safety button, hub, spring and even the barrel. The needle was reengaged by pushing it out of the barrel then retracted by pushing the safety button. The needle retracted without resistance. There were no defects associated with the manufacturing process identified on the returned sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: several reports of safety not engaging on peripheral IV catheters. Previously put in a safety net on 24g and now experiencing with 22g catheters as well.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.